Event description:
It was reported that on (B)(6) 2015, the programmer software was upgraded to 2.44j. During the upgrade, an error message titled ¿error message during 2.44j installation¿ was displayed. The upgrade process was continued and then completed. After the upgrade, most of patient data were missing from the patient data screen. When a reply dr pacemaker was interrogated, another error message ¿message of interrogate interruption¿ was displayed. Therefore, a different programmer was used for the reply device follow-up. Preliminary analysis showed that the reported events were related to a hard disk corruption that prevented the complete database migration upon software version upgrade to 2.44j.

Event description:
It was reported that on (B)(6) 2015, the programmer software was upgraded to 2.44j. During the upgrade, an error message titled ¿error message during 2.44j installation¿ was displayed. The upgrade process was continued and then completed. After the upgrade, most of patient data were missing from the patient data screen. When a reply dr pacemaker was interrogated, another error message ¿message of interrogate interruption¿ was displayed. Therefore, a different programmer was used for the reply device follow-up. Preliminary analysis showed that the reported events were related to a hard disk corruption that prevented the complete database migration upon software version upgrade to 2.44j.